Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement. The insulin pump was monitored for 72 hours and no unexpected audio anomaly was noted. The battery cap screwed in properly and no physical damage was noted to the battery cap. No cosmetic damage was noted.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump kept beeping throughout the day. The customer stated that she had a blood glucose reading of 500 mg/dl two months prior. She noted another high blood glucose reading of 400 mg/dl the month prior, as well as one on the morning of the call. The most recent blood glucose reading was 152 mg/dl. She stated that she was not happy with the insulin pump and that the battery cap was not screwing in properly, as well. Upon troubleshooting, it was found that the insulin pump did vibrate during the self test. The customer stated that she thought the battery cap or reservoir might break when she tightens the cap. Advised replacement of the insulin pump. Nothing further reported.